Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the shop at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left foot brake caster was out of adjustment. A search of the hill-rom maintenance records shoed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the left foot brake caster to resolve the issue. Based on this information, no further action is required.